Event description:
It was reported that ventricular rupture and death occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A small safari2 guide wire was positioned. A 25mm lotus edge valve system was advanced into position over the small safari2 guide wire without issue. The 25mm lotus edge valve was deployed. The physicians assessed the positioning of the 25mm lotus edge valve system and determined the valve was too low and needed to be repositioned. The 25mm lotus edge valve was re-sheathed in accordance with the directions for use (dfu). During repositioning, the patient's blood pressure dropped. The 25mm lotus edge valve system was positioned just before the annulus into the ascending aorta. After evaluation of the patient's blood pressure, the physicians determined that some ventricular leakage had occurred. A pericardial tap was performed and the patient stabilized. During the puncture, the 25mm lotus edge valve system was positioned in the descending aorta. The physicians then proceeded to advance the 25mm lotus edge valve across the annulus. After crossing the annulus with the 25mm lotus edge valve system, the patient's blood pressure dropped again and the physician reported the safari2 guide wire moved. The physician repositioned the guidewire. The patient's blood pressure continued to steadily decline. The 25mm lotus edge valve system was removed and cardiopulmonary resuscitation was initiated. The resuscitation efforts were stopped and the patient died. The cause of death was ventricular rupture.

Event description:
It was reported that ventricular rupture and death occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A small safari2 guide wire was positioned. A 25mm lotus edge valve system was advanced into position over the small safari2 guide wire without issue. The 25mm lotus edge valve was deployed. The physicians assessed the positioning of the 25mm lotus edge valve system and determined the valve was too low and needed to be repositioned. The 25mm lotus edge valve was re-sheathed in accordance with the directions for use (dfu). During repositioning, the patient's blood pressure dropped. The 25mm lotus edge valve system was positioned just before the annulus into the ascending aorta. After evaluation of the patient's blood pressure, the physicians determined that some ventricular leakage had occurred. A pericardial tap was performed and the patient stabilized. During the puncture, the 25mm lotus edge valve system was positioned in the descending aorta. The physicians then proceeded to advance the 25mm lotus edge valve across the annulus. After crossing the annulus with the 25mm lotus edge valve system, the patient's blood pressure dropped again and the physician reported the safari2 guide wire moved. The physician repositioned the guidewire. The patient's blood pressure continued to steadily decline. The 25mm lotus edge valve system was removed and cardiopulmonary resuscitation was initiated. The resuscitation efforts were stopped and the patient died. The cause of death was ventricular rupture. It was further reported that the ventricular rupture was attributed to the safari2 guide wire.

Manufacturer narrative:
B5 describe event or problem - updated . H6 patient codes - updated.